Manufacturer narrative:
The device evaluation result was corrected from the reported condition not confirmed to confirmed. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger was broken and stuck in the compressed position. Therefore, the reported condition was confirmed. It was further observed that the device failed the power test. The assignable root cause was determined to be due to wear on mechanical and electronic components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total hip surgery, it was observed that the battery reamer/drill device stopped working properly and kept spinning. As a result, there was a fifteen minute delay in the surgical procedure. An identical spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated nor confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had a sticky trigger. The assignable root cause was determined to be due to various worn components and bearings deterioration from normal wearout. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.